Event description:
Patient had a revision 2 months ago, symptomatic pain during recovery with noted thigh pain. Plan is to remove restoration modular stem and place larger component in femur.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined because limited information was provided. Additional information, including operative reports, progress notes, and x-rays are needed to fully investigate the event.

Event description:
Patient had a revision 2 months ago, symptomatic pain during recovery with noted thigh pain. Plan is to remove restoration modular stem and place larger component in femur.